Event description:
It was reported that the patient presented for next day post-operative follow up after the lead was implanted for left bundle branch pacing. An interrogation of the device revealed failure to capture and failure to sense exhibited by the lead. A chest x-ray showed that the lead had dislodged. The patient was scheduled for explant and the lead was replaced by a traditional left ventricular lead. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After the lead was cleaned, the helix was able to be extended and retracted when torque was applied directly to the connector pin. The measured full helix extension length was within product specification.